Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was having difficulties charging their other ins, however was also reported that the patient was able to charge both ins's. Issues have not been resolved. Additional information was received. It was reported that the patient stated battery feels tilted in pocket and where she could once grasp it she is having a harder time now in one of ins's. Caller reported patient had the same difficulty with her 2nd ins. Caller reported that the battery was in her leg and she stated that today it felt tight and sensitive to touch but currently had a charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the physician ordered imaging and the patient had a follow-up appointment scheduled for (B)(6) 2018. The patient reported that their ins recharger had been shutting off and clarified that they had been referring to the reposition antenna screen. The patient stated that the screen had come on faintly at first. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2018. The rep stated that the procedure on (B)(6) 2018 is a trial currently in progress. The healthcare professional (hcp) has not revised/removed previous spinal cord stimulator (scs) systems at this time. The next procedure date has not been scheduled yet. However, the rep would follow up. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative indicating that the surgery was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). Rep called to inquire information on al functions. It was reported that the patient's batteries are in weird places. The patient was only able to get the reposition antenna screen to display or the normal charging screen with zero coupling boxes. The caller talked on wednesday with the patient and the patient was now having difficulty connecting to the neurostimulator with the recharger. The caller stated she plans to meet with the patient again and the caller is trying to have the patient keep the battery charged until then. [Please refer to pe (B)(4) - pocket revision]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient is having a hard time with charging/getting a good coupling of battery. Patient stated battery is moving in pocket. The battery is in the patient's abdomen. Since the patient gained weight and the battery is "hard to find and moves". The patient uses antenna locator and is able to get 4 coupling boxes, but it quickly goes to 2 and/or zero. The patient was advised to continue to charge as best she can. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jan-12 indicating that they met with the patient at the healthcare professional¿s (hcp) office on (B)(6)2018 for their follow up. The physician had obtained imaging which showed what looks like 3 quads subq head, which go to the implantable neurostimulator (ins) in their abdomen ((B)(4)) and what looks like 2 quads near the hip which go to the ins in the leg ((B)(4)). The physician discussed two possible total revisions for the patient, with ins replacements and pocket revisions/new pockets. The patient is still able to charge both ins' at this time but with the same difficulties they previously reported. The rep talked with technical services on (B)(6)2018 and discussed impedance in relation to lead configuration. The rep indicated that the x-ray shows 5 lead with 4 electrodes but on the side that has 2 quads they are showing 4 electrodes greater than 10, 000 ohms; based on the lead configuration of 2x4 the expectation is that there should be 4 more leads being out of range but that is not showing up. The rep stated that it remains unknown why programming was possibly incorrect- not matching imaging and the impedances being greater than 10,000 ohms (4 electrodes on each ins) which would match with there being some unknown configuration discrepancies. The rep indicated that the patient received a follow up letter regarding the event but the patient did not feel comfortable/know how to fill it out so they asked the rep about it. The rep is responding on behave of the patient to the letter they received. The steps taken to resolve the charging issues include the patient being referred to an hcp would discussed a full system replacement(s)/pocket revision. The patient was referring to their recharger, not their ins when talking about it turning off. A faint reposition picture would come on the screen and as of (B)(6)2018 the patient stated that the recharger would run out of battery and turn off before they completed their ins charge. The rep advised the patient to plug the recharger into the wall and charge it at the same time as the ins. The cause of the poor coupling with recharging was because the ins is in their abdomen and the patient gained weight. The cause was unknown regarding the ins in the patient¿s leg. The patient is being seen by their hcp for a possible system battery replacement(s)/revision. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was being seen by a different doctor. It was also reported that the manufacturer representative was seeing the patient for potential ins replacement due to the charging issues previously reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the procedure was tentatively set for (B)(6) 2018. The patient had the scs in her abdomen removed and replaced with a new ins. The system in the patient's leg was found to be non-functional for an unknown reason. The battery was placed too deep. The system was removed and all explanted devices were discarded. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for head/neck non-malignant pain and spinal pain. The patient was calling to request a manufacture representative (rep) because they are experiencing poor coupling with recharging and have to recharge every week. The patient noted that they have an appointment next week on (B)(6). The patient stated that they are having a really hard time finding their battery to charge it. They are only able to get 2 coupling boxes to fill in. Someone explained to them how to find the implant but they are still having the issue. The patient noted that they usually charge while they sleep. The patient noted that they can find it but then it shuts off when they are recharging. Their implant has helped their pain but it is becoming annoying to recharge ever week. The patient was redirected to follow up with their healthcare professional (hcp) to have a rep paged. No further complications were reported/are anticipated.